Event description:
System error occurred while infusing sedation for a vented patient. Pump was changed to a new one and old one sent to biomed for evaluation. Patient needed as needed (prn) meds to keep sedated while changing over.